Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse checked the alarms and found that there were multiple "catheter restriction alarms" in about a 10 minute period'; however, there were no faults logged for that same time period. The fse performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The fse had also ran the unit on a test balloon for approximately 1 hour and all worked as it should at this time. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during training, the intra-aortic balloon (iab) of the cardiosave intra-aortic balloon pump (iabp) would not inflate. There was no patient involvement, and no adverse event reported.